Event description:
Two samples with discrepant creatinine results. Sample 1, initial result 28.8 mg/dl, same sample repeated gave result of 0.9 mg/dl. Sample 2, initial result 11.2 mg/dl, same sample repeated gave result of 5.9 mg/dl. Initial results were not reported. The user performed maintenance and cleaning on the instrument which resolved the issue.